Manufacturer narrative:
Batch review performed on 12.02.2021: lot 122917: (B)(4) items manufactured and released on 3-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017. Visual inspection performed by medacta hip r&d project manager: looking at the explanted stem is visible that the whole ha coating on the stem body has been completely absorbed by the patient bone as expected. It seems the stems correctly works and no sign of fractures or deformation are visible. Looking at the explanted liner available is visible a hole on its surface, probably due to the revision surgery. It is not possible to hypothesize a defined root cause. Clinical evaluation performed by medacta medical affairs manager: stem revision performed 8 years after primary cementless total hip arthroplasty. No information concerning patient general health status, activity or presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible suggesting stem mobilization. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed after 7 years and 10 months after the primary surgery due to aseptic loosening of an amistem h size 1 std.